Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips remote service engineer (rse) examined the system remotely and confirmed that the system would not power on. Upon troubleshooting with customer they found an error message stating, "x-ray system was switched off" during first boot-up. To resolve the issue, the customer performed a couple of reboots. After multiple reboots, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system would not switch on. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.